Event description:
Customer stated that her blood glucose was 164 mg/dl and her insulin pump went directly into off no power without alarming low battery. Customer went thru several batteries before the display came back up. Customer stated that she has been having battery related issues and blank display. Advised customer that the battery cap need to be replace. Nothing further was reported.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No unexpected low battery or off no power alarms noted. The device was monitored and no blank display anomalies were noted during testing. No damage on the lcd isolation tape noted. The device also had cracked case at display window corners, reservoir tube lip, cracked lcd display window, minor scratches on display window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.